Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent abdominal/ pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic ovarian cyst ("hemorrhagic right ovarian cyst") in a 32-year-old female patient who had essure (batch no. C95072) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2009 and (B)(6) 2014) and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("deep throbbing pain in her left leg") and allergy to metals ("hypersensitivity reaction to nickel") with rash vesicular. On (B)(6) 2015, 10 months 23 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rash ("painful rashes") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain ("persistent abdominal/ pelvic pain"), ovarian cyst ("painful cysts on her ovaries"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), alopecia ("hair loss") and urinary retention postoperative ("trouble urinating post hysterectomy"). The patient was treated with surgery (she underwent laparoscopic total hysterectomy leaving ovaries.) And surgery (she underwent laparoscopic total hysterectomy leaving ovaries.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, rash and alopecia was resolving, the uterine haemorrhage had resolved and the haemorrhagic ovarian cyst, pain in extremity, ovarian cyst, endometriosis, allergy to metals, mental disorder and urinary retention postoperative outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, endometriosis, haemorrhagic ovarian cyst, mental disorder, ovarian cyst, pain in extremity, pelvic pain, rash, urinary retention postoperative and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: tubes were confirmed to be blocked at 3 months. (B)(6) 2015: dye test- tubes were confirmed to be blocked at 3 months. On (B)(6) 2015: us pelvic, evaluation: clinical history: pelvic pain evaluate for ovarian arterial flow. Abdominal pain: llq abdominal pain that started 2 weeks ago findings: the uterus measures 71 x 41 x 52 mm. The endometrial stripe measures 6 millimeters. Uterus is homogeneous in echotexture without appreciable focal lesions. The right ovary measures 38 x 24 x 25 mm and the left ovary measures 22 x 18 x 14 mm. Probable hemorrhagic cyst right ovary 17 x 23 x 13 mm. Vascular flow identified within both ovaries on color and pulsed doppler imaging. This shows normal waveform patterns, monophasic, with peak systolic velocities within normal limits. No truncation of systolic peak or spectral boarding. Impression: probable hemorrhagic right ovarian cyst. Concerning the injuries reported in this case, the following one was reported via social media: urinary retention postoperative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent abdominal/ pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic ovarian cyst ("hemorrhagic right ovarian cyst") in a (B)(6) year-old female patient who had essure (batch no. C95072) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2009 and (B)(6) 2014) and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("deep throbbing pain in her left leg") and allergy to metals ("hypersensitivity reaction to nickel") with rash vesicular. On (B)(6) 2015, 10 months 23 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rash ("painful rashes") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain ("persistent abdominal/ pelvic pain"), ovarian cyst ("painful cysts on her ovaries"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"), alopecia ("hair loss") and urinary retention postoperative ("trouble urinating post hysterectomy"). The patient was treated with surgery (she underwent laparoscopic total hysterectomy leaving ovaries.) And surgery (she underwent laparoscopic total hysterectomy leaving ovaries.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, rash and alopecia was resolving, the uterine haemorrhage had resolved and the haemorrhagic ovarian cyst, pain in extremity, ovarian cyst, endometriosis, allergy to metals, mental disorder and urinary retention postoperative outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, endometriosis, haemorrhagic ovarian cyst, mental disorder, ovarian cyst, pain in extremity, pelvic pain, rash, urinary retention postoperative and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: tubes were confirmed to be blocked at 3 months. (B)(6) 2015: dye test- tubes were confirmed to be blocked at 3 months. On (B)(6) 2015: us pelvic, evaluation: clinical history: pelvic pain evaluate for ovarian arterial flow. Abdominal pain: llq abdominal pain that started 2 weeks ago findings: the uterus measures 71 x 41 x 52 mm. The endometrial stripe measures6millimeters. Uterus is homogeneous in echotexture without appreciable focal lesions. The right ovary measures 38 x 24 x 25 mm and the left ovary measures 22 x 18 x 14 mm. Probable hemorrhagic cyst right ovary 17 x 23 x 13 mm. Vascular flow identified within both ovaries on color and pulsed doppler imaging. This shows normal waveform patterns, monophasic, with peak systolic velocities within normal limits. No truncation of systolic peak or spectral boarding. Impression: probable hemorrhagic right ovarian cyst. Concerning the injuries reported in this case, the following one was reported via social media: urinary retention postoperative. Most recent follow-up information incorporated above includes: on 1-feb-2018: new event "trouble urinating post hysterectomy" was added from social media. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent abdominal/ pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and haemorrhagic ovarian cyst ("hemorrhagic right ovarian cyst") in a (B)(6) female patient who had essure (batch no. C95072) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2009 and (B)(6) 2014) and ectopic pregnancy. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pain in extremity ("deep throbbing pain in her left leg") and hypersensitivity ("hypersensitivity reaction to nickel") with rash. On (B)(6) 2015, 10 months 23 days after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), rash ("painful rashes") and endometriosis ("endometriosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain ("persistent abdominal/ pelvic pain"), ovarian cyst ("painful cysts on her ovaries"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and alopecia ("hair loss"). The patient was treated with surgery (she underwent laparoscopic total hysterectomy leaving ovaries.) And surgery (she underwent laparoscopic total hysterectomy leaving ovaries.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, rash and alopecia was resolving, the uterine haemorrhage had resolved and the haemorrhagic ovarian cyst, pain in extremity, ovarian cyst, endometriosis, hypersensitivity and mental disorder outcome was unknown. The reporter considered abdominal pain, alopecia, endometriosis, haemorrhagic ovarian cyst, hypersensitivity, mental disorder, ovarian cyst, pain in extremity, pelvic pain, rash and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (b)(6 2015: tubes were confirmed to be blocked at 3 months. (B)(6) 2015: dye test- tubes were confirmed to be blocked at 3 months. On (B)(6) 2015: us pelvic, evaluation: clinical history: pelvic pain evaluate for ovarian arterial flow. Abdominal pain: llq abdominal pain that started 2 weeks ago findings: the uterus measures 71 x 41 x 52 mm. The endometrial stripe measures 6 millimeters. Uterus is homogeneous in echotexture without appreciable focal lesions. The right ovary measures 38 x 24 x 25 mm and the left ovary measures 22 x 18 x 14 mm. Probable hemorrhagic cyst right ovary 17 x 23 x 13 mm. Vascular flow identified within both ovaries on color and pulsed doppler imaging. This shows normal waveform patterns, monophasic, with peak systolic velocities within normal limits. No truncation of systolic peak or spectral boarding. Impression: probable hemorrhagic right ovarian cyst. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.